Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The reported event cannot be confirmed since the device is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that this patient with a 7300tfx 25mm valve, implanted for seven (7) years and six (6) months, underwent a valve-in-valve procedure due to mitral stenosis and regurgitation. A tmvr was performed with a 9600tfx 26mm valve.

Manufacturer narrative:
Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The root cause of this event cannot be confirmed since the device was not returned for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification.

Event description:
It was reported that this patient with a 7300tfx 25mm valve, implanted for seven (7) years and six (6) months, underwent a valve-in-valve procedure due to severe mitral stenosis. The mean gradient across the mitral valve was 18mmhg. There was also a mild perivalvular leak. The patient also had high gradients of her aortic prosthetic valve. Intraoperatively, calcified leaflets with limited mobility were noted. A tmvr was performed with a 9600tfx 26mm valve. Savr was also performed with 21mm magna ease valve. Tee showed a mean gradient across the mitral valve-in-valve of 4mmhg. The perivalvular leak was no longer visible. The patient was transferred to the ICU in stable condition. She was discharged in good condition on pod #16.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.